Event description:
It was reported that this right ventricular (rv) lead had an alert for a gradual rise in shock impedances measuring greater than 125 ohms. An actual shock was delivered for ventricular tachycardia in which the actual impedance measured 99 ohms. At this time tis rv lead remains in service. No adverse patient effects were reported.